Event description:
It was reported that the customer passed away. A nurse from the dr's office stated that the customer passed away of hypoglycemia and uncontrollable diabetes. Whether or not the customer was wearing the device is unk.